Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020. The cause of death was complications of low blood glucose. The caller stated that the customer had diabetes amputations and a coma that may have led to the customer's passing. The customer¿s blood glucose was 177 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the low event. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of hospitalization. The caller was unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis as they may have disposed it off.